Event description:
The manufacturer received information alleging device will not turn on/device not functioning, other thermal issue to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging device will not turn on/device not functioning, other thermal issue related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Section d5 was corrected, h6 updated in this report.

Manufacturer narrative:
Additional information was received on (B)(6) 2024 and section h10 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging device noisy, sinus infection, nosebleed, headaches, nausea, nonproductive cough, difficulty breathing, shortness of breath and pressure to his chest related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. During the investigation bserved the following sound abatement degraded foam indications: · black substance, consistent with sound abatement foam degradation, was observed on the outside bottom of the blower box and was stuck to it. · tiny pieces of a black substance, consistent with sound abatement foam degradation, was observed inside the blower box. Pil was able to confirm the presence of degraded sound abatement foam. Dust-like contamination at the air inlet, on the pca, in the blower box and throughout the inside enclosure. · dust-like contamination inside humidifier enclosure, on and under the heater plate, and on the dry box. · broken flip lid stops using a known good power supply and power cable, pil verified the base unit provided airflow.the device's downloaded event log was reviewed by the manufacturer and found 32 errors. The manufacturer concludes there was evidence of sound abatement foam degradation, observed dust/dirt contamination in the airpath, also unable to confirm the device not functioning, being noisy, or having a strange odor. Manufacturer was unable to directly address the symptoms outlined in the complaint. Device problem code grid, evaluation method code, evaluation results code and conclusion code grid have been updated.